Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s high blood glucose level was 400 mg/dl and low blood glucose was 37 mg/dl. Customer's current blood glucose was 148 mg/dl. The customer was treated with insulin pump for high blood glucose. Customer also stated that the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. The blood glucose value that triggered the suspended event was 148 mg/dl and sensor value that triggered the suspend event was 44 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will be and the sensor will not be returned for the analysis.